Event description:
Tymlos and pen needle indication: age-related osteoporosis without current pathological fracture. Patient reported heart rate has gone up, since last fill. Patient stated they notified md. Md advised patient that it may be a problem with thyroid. Patient also reported one pen needle broke before using it. Unknown if patient missed dose. Unknown if product is available for return. No further information provided.